Manufacturer narrative:
The customer reported that their central nurse's station (cns) re-booted on its own. No harm or injury was reported. They will be receiving 2 new hdd's in order to mitigate this issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided:

Event description:
The customer reported that their central nurse's station (cns) re-booted on its own.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) re-booted on its own. They will be receiving 2 new hard disc drives (hdds) to resolve the issue. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: the customer stated that the unit was still functioning properly after the reboot. The customer checked the hard drives and the raid condition, and both were found to be ok. A review of the history of the serial number identified no further recurrences of the issue. Based on the available information, a definitive root cause could not be identified. Sudden reboot of the cns may occur due to customer environment (i.e., power fluctuation and power outage), windows update, device crash, and human error. Power fluctuations and power outages may cause the device to reboot if the ups is not powered on or has a charge. Certain windows updates may create a sudden reboot or shutdown of the device. If there are multiple processes that the device can't handle, the device may crash and may cause a sudden reboot. Users may also accidentally disrupt and disconnect the cables which may power the device off. A definitive root cause could not be identified. However, the customer was able to resolve the issue by rebooting the device.

Event description:
The customer reported that their central nurse's station (cns) re-booted on its own.